Manufacturer narrative:
(B)(4). An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 22.5 diopter intraocular lens (iol) was explanted as the diopter was not the right measurement (for the patient). Lens was exchanged for the correct diopter. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation? Yes; returned to manufacturer on: 12/14/2017 ; device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: manufacturing records were reviewed and the device was manufactured according to specification. A search on complaints history revealed no similar complaints were received for this production order number to date. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the johnson & johnson surgical vision, inc. Has been submitted.